Event description:
Four cases of endophthalmitis occurred with two surgeons. There of four pts were cultured; all were negative. Prognosis is reported as poor for all pts. Pt 3 or 4: surgery date is unk.